Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances, loss of capture (loc) and high threshold measurement. A chest x-ray revealed a suspected lead fracture due to the angling of the lead. The lead was replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.